Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4) the complaint could not be confirmed as the customer did not return the product for evaluation or provide any additional information regarding the incident. No device model number was provided, or lot number used. The customer was contacted several time to seek more information to no avail, the customer did not respond. Failure confirmed: no investigation result code: eds products/no return of device for evaluation

Event description:
Registered nurses (rn) attempted to change the bag on the external ventricular drainage (evd) and the port to the bag broke in half resulting in a new setup that had to be primed and attached to the patient.

Event description:
Registered nurses (rn) attempted to change the bag on the external ventricular drainage (evd) and the port to the bag broke in half resulting in a new setup that had to be primed and attached to the patient.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Section d4 information not yet confirmed for the part number, lot number, and UDI of the affected part. Requests have been made to the customer to confirm part, lot number and if the product is available for evaluation. No response todate. Further investigation to be carried out.

Event description:
Registered nurses (rn) attempted to change the bag on the external ventricular drainage (evd) and the port to the bag broke in half resulting in a new setup that had to be primed and attached to the patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Various requests were made with the customer to request confirmation if the part is available for evaluation, but no response received from the customer. Additional attempts were made on december 13 and 27, 2023 to confirm if product was available to be returned. Contact was finally made with the customer and they are no longer in possession of the drain. Device history record review was not completed for this product as no part or lot number was provided. No associated capas found. Risk review: per (B)(4) rev 07 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14. Cause - male and female luer do not mate properly when applying a syringe to the needle free port. Effect (harm) - delay in patient treatment. Risk is reduced to as low a level as possible and the risk is acceptable for the benefits of using the device. Further investigation to be carried out, before final closure of complaint case.